Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: ktt d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on (b(6) 2024, due to cut-through of a trochanteric fixation nail advanced (tfna) blade. Patient suffered injury of the acetabulum. Patient was revised to total hip arthroplasty. This report is for a tfna fenestrated helical blade 90mm - sterile. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that the revision surgery was completed successfully. The revision was performed two months after the primary surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: event description updated. D4: expiration date added. H4: manufacture date added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 16-mar-2023 expiration date: 01-mar-2033 part number: 04.038.390s, tfna fenestrated helical blade 90mm -sterile lot number: 4922p54 (sterile) lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot numbers 4636p24 quantity (B)(4) and 4683p66 quantity (B)(4). Parts were packaged, sterilized and released by monument. One piece was scrapped in cell at op #130, vendor sterilize, for packaging damage. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25006 supplied by sterigenics was reviewed and determined to be conforming. Note: the piece scrapped for packaging damage occurred post sterilization. Therefore, the scn indicates (B)(4) pieces were sterilized. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.